Event description:
Customer reported via phone call that insulin pump had a frozen screen display. Customer changed batteries and received a button error alarm. Customer's blood glucose was 152 mg/dl. Customer reported that insulin pump was exposed to sweat. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.